Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: the laser was successfully verified prior and after the date of the event. The logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this date. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
An optometrist that a patient presented with blurry vision in both eyes five days post photorefractive keratectomy (prk). The patient had a bandage contact lens in both eyes. The epithelium was noted to still be opened when the doctor went to remove the bandage contact lenses. The patient will return for follow up to remove the contact lenses at a later date. There are two medical device reports associated with this event. This report is for the left eye. Additional information provided states that the patient's symptoms have resolved.